Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received an inaccurate fill estimate after loading a cartridge. Reportedly, the cartridge was filled with 225 units of insulin. The customer's blood glucose level was 158 mg/dl. Reportedly, the cartridge was reloaded and the fill estimate displayed an accurate fill estimate.